Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: a review of the pump black box data revealed one pump reboot. During a visual inspection of the pump, the battery compartment was observed to be cracked. A leak test was performed and confirmed a leak at the battery compartment. The returned battery cap was undamaged and the cap secured properly to the pump; a power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a power issue was not duplicated, however, the moisture and damage to the battery compartment were confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had intermittent power and the battery compartment was cracked. It was noted that there was moisture in the pump. There was no adverse event associated with this complaint. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.